Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The malfunction was observed during review of the device activity logs. The device's defib cable receptacle was replaced as a precaution. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.